Event description:
The ventilator began to smoke. The ventilator continued to ventilate the pt and alarmed "low o2" the ventilator was set to 40% and delivered 21%. The ventilator was removed from the pt. There was no pt injury. The customer has been unavailable for comment.